Manufacturer narrative:
Result of investigation: vyaire medical was not able to confirm the customer's reported issue. The exact issue was unclear and the customer did not provide further details. Three attempts were made without any response from the customer. The root cause is not determinable. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 has low oxygen concentration alarm while on a patient. As of this time, there is no information about patient harm associated with this reported event.